Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins became defective in (B)(6) 2018 and the patient was given lidocaine patches for the burning pain. The patient said that nothing was said or done about the ins until (B)(6) when they were unknowingly and wrongfully discharged. The patient said that the manufacture representative (rep) increased the intensity of the side that was working to cover both sides but the patient feared this was causing numbness in their hands so they shut the ins off. The patient stated that the device not working properly had not been resolved and their hcp would no longer treat them. The patient noted that they essentially could not use the ins or get proper treatment from the office so the ins was of no use to them if they didn't have a managing hcp overseeing their care. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care provider (hcp) on 2019-nov-20 reporting that the device was not working. It was noted that the device had been working in (B)(4) 2019 when the patient had an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient indicated her device wasn¿t working properly. The hcp also reported that the patient didn¿t know how to put the device into MRI mode. No further complications were reported.